Event description:
Reportable based on device analysis completed on 20jun2024. It was reported that guidewire kinked occurred. The target location was located in the lower extremity artery. A s/s xch/035/180 (bx/5) amplatz super stiff was selected for use. During unpacking, it was noted that the distal tip of the guidewire was kinked. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a core wire separation.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned for analysis. It was observed that it was bent and stretched at distal tip section. Also, due to core wire separation from bald solder, the core wire was expose. Based on device analysis, the reported allegation was confirmed.